Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Device discarded.

Manufacturer narrative:
An event regarding packaging issue involving a 6.5 cancellous bone screw 25mm was reported. The event was not confirmed. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: no other events were reported for the lot indicated. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Inner plastic tray of packaging was adhered to the outer packaging.

Event description:
Inner plastic tray of packaging was adhered to the outer packaging.